Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damage) has been confirmed. Upon investigation the trunk cable connector pins were physically damaged and the electrode belt was unable to securely connect to a monitor. Additionally, the belt had an intermittent pulse wire connection in the cable connecting ECG "a" and ECG "b". The root cause for the damaged connector and intermittent pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt connector was damaged.